Manufacturer narrative:
D4: three possible serial numbers were provided through a good faith effort response: nv4038; nv4032; nv4031. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1: initial report phone number: (B)(6).

Event description:
It was reported insufficient ice occurred. A visual-ice cryoablation system and icerod plus 90 degree needle were chosen to complete a cryoablation procedure to treat liver cancer. During the procedure, insufficient ice occurred after fifteen minutes. A different device of the same model needle was used to complete the procedure. Due to the insufficient ice, the therapeutic response was decreased and required an increase in the frequency of treatment.

Event description:
It was reported insufficient ice occurred. A visual-ice cryoablation system and icerod plus 90 degree needle were chosen to complete a cryoablation procedure to treat liver cancer. During the procedure, insufficient ice occurred after fifteen minutes. A different device of the same model needle was used to complete the procedure. Due to the insufficient ice, the therapeutic response was decreased and required an increase in the frequency of treatment.

Manufacturer narrative:
D4: three possible serial numbers were provided through a good faith effort response: (B)(6). We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1: initial report phone number: (B)(6).